Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the patient was transferred to another hospital and release of ileus surgery was performed. The stomachache subsided. The doctor said that from the perspective of proper and safe use, it is likely that the stitching was not done properly, leaving more than 1 cm of thread, which caused the barb to malfunction and lead to strangulation ileus. The suture part was covered with a mesh (another company product) using two retroperitoneal sutures. A young doctor commented that there was probably only about 1 cm left, but according to the findings of the general surgery department in the prefecture, there was actually about 4 cm left. It is possible that the retroperitoneum moved and the suture came out. The doctor throughout the prefecture described the suture that should never have been there appeared, and that suture was prolene. The doctor said it was strange because prolene wasn't used in this surgery. It seems they mistook strata for prolean, but you will know when you touch it. This part is the unknown. The doctor didn't understand the instructions in the attached document regarding backstitching and leaving no suture behind. The doctor should have known this sooner. The sales rep was asked to provide information in the future. The product number used was sxpp1b415. (Uro adopted product number) it seems that the excess sutures that were cut got caught in the mesentery, lifting the intestine and creating a cavity in the abdominal cavity while simultaneously compressing the intestine and causing ileus. The patient underwent a second surgery for laparotomy, but after the sutures were removed, the intestines returned to their original position, and the patient has since recovered. Two sutures were used in one case from the additional information. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify, was prolene suture also used in this procedure? If yes, is there a complaint against the prolene? If yes, please describe the product complaint for prolene. What is the surgeon¿s experience with this stratafix suture? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the robotic approach to the spinal procedure? Was it retro-peritoneal or posterior or anterior? How was it done? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? For the original intended closure, how were all layers closed? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? What was the mesh sewn in with? Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?

Event description:
It was reported that a patient underwent a robot assisted lumbar spinal canal stenosis procedure on an unknown date and a barbed suture was used. The stitching method involved cutting the suture without backstitching, leaving excess suture which caused the suture to adhere to the patient's intestines. It appeared that the excess sutures that were cut got caught in the mesentery, lifting the intestine and creating a cavity in the abdominal cavity while simultaneously compressing the intestine and causing an ileus. The patient was transferred to another hospital and release of ileus surgery was performed. The patient underwent a second surgery for laparotomy and after the sutures were removed, the intestines returned to their original position, and the patient has since recovered. No sample will be returned. Additional information was requested.